Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level, exact value was not provided. Reportedly, the control iq software did not deliver insulin as intended when customer's bg went above target range. Customer consumed carbohydrates to address low bg. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.